Event description:
A patient of unknown age and gender presented for an endovenous laser treatment treatment. It was reported that after the successful treatment of the initial vein, the physician attempted to clean the fiber prior to treating the lower saphenous vein of the same patient. During this cleaning of the device, the gold tip of the fiber detached from the fiber shaft. The device was outside of the patient at the time of the malfunction. The physician replaced the defective fiber with another new fiber and successfully completed the second treatment without complications. There was no report of harm or injury to the patient.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. It was reported that the device defect was noted between uses but on the same patient during the same procedure. The instructions for use, which is supplied to the user with this catalog number contains a statement; "warnings: reuse of single-use devices creates a potential risk of patient or user infections. Contamination of the device may lead to injury, illness, or death of the patient. Reprocessing may compromise the integrity of the device and/or lead to device failure." An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.